Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported a severe hypoglycemic event. The pod had been used in automated mode while worn on the leg for between 5 and 24 hours. According to the mother, the patient¿s blood glucose (bg) level dropped without an identifiable cause from 150 mg/dl (8.3 mmol/l) to 20 mg/dl (1.1 mmol/l) within approximately 10 minutes. When the bg level reached 87 mg/dl (4.8 mmol/l), the mother administered the first dose of glucose tablets. Despite this intervention, the bg continued to decline rapidly. The mother administered additional glucose tablets multiple times as the bg levels continued to fall. Due to the ongoing and severe hypoglycemia, emergency medical services were contacted. Upon arrival, the paramedics advised the mother to immediately deactivate the insulin, pod. The patient was transported to the hospital and was admitted for inpatient monitoring and treatment on (B)(6) 2026. The patient remained hospitalized until bg levels were stabilized. During the same night, while still in the hospital, the mother activated a new insulin pod for the patient. The patient symptoms included being pale, and low bg levels. The mother stated they assumed that they prevented more symptoms because glucose tablets were given. The patient received no specific diagnosis. The healthcare professional did not know the exact reason for the low bg. The patient¿s treatment included bg monitoring and blood tests. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
Insulet was informed at the time of the initial report that no device was available to be returned for investigation. A review of the cloud data from the user found that a pod with the sequence number reported was used on (B)(6) 2026 from 14:19 when it was activated until 22:05 when it was deactivated. Data from this period was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system operated exclusively in automated mode, and the automated algorithm was able to appropriately adjust the micro bolus amounts based on the estimated glucose values and user inputs. The automated algorithm was appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target and resumed delivery as estimated glucose values began increasing again. No instances of the automated algorithm delivering automated insulin while estimated glucose values below 60 mg/dl were observed. The cloud data shows that the last boluses delivered with this pod were a 0.25 u bolus at 20:57 and a 0.6u bolus at 21:03, and the estimated glucose values were between 146 mg/dl and 147 mg/dl during this timeframe. After the boluses were delivered, the estimated glucose value decreased to 44 mg/dl at 21:53. Automated insulin was suspended during this period, and no additional insulin deliveries occurred before the pod was deactivated. No evidence of an over delivery of insulin or of any other issue with the system was observed in the available cloud data.